Manufacturer narrative:
Followup submitted to correct section g3 for date received by manufacturer/ awareness date. Updated section b4 for report submission date, g1 for follow-up report submitter, g6 for report type and follow-up number. Updated h2 for follow-up type.

Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), packaging issue was observed.